Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. The ventilator was investigated by the field service engineer and it was revealed that the expiratory cassette was detected as faulty and needs to be replaced to resolve the issue. At the time when the decision was taken to report this issue the information about replaced part was unknown. The expiratory cassette is measuring the expiratory flow. A fault in the expiratory cassette will be detected during pre-use check (puc) and will not affect ventilation. It is worth noting that a puc should always be performed before connecting the ventilator to a patient. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).